Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was returned and was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found. Due to this condition, it may lead for temperature issues or an error code 4 to occur.

Event description:
It was reported that prior to an unk procedure, the generator always displayed an error code 4 - handpiece after testing. It was not reported how the procedure was completed. There were no adverse consequences for the pt.